Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2020. On (B)(6) 2020, post stent placement, the patient presented with elevated bilirubin; consequently, an external drain was placed. On (B)(6) 2020, the patient was brought in for a procedure to exchange the external drain; however, during the procedure, it was noted that the stent had moved proximal into the duct from the external drain manipulation. The patient was referred to a gastroenterologist to see if the stent could be repositioned distally. However, on (B)(6), 2021, during a percutaneous drain placement procedure, the physician was unable to gain position to attempt to reposition the stent due to patient's altered anatomy. Reportedly, the stent remains implanted and an external drain was left in place. There were no patient complications reported as a result of this event. ***additional information received on february 26, 2021*** it was reported that the stent was implanted to treat a 6 cm malignant stricture. The patient's anatomy was tortuous and was not dilated prior to stent placement. On (B)(6), 2020, the patient presented with elevated bilirubin levels and had elevated bilirubin levels prior to stent placement. The physician was comfortable leaving the stent implanted after the failed attempt to reposition the stent on (B)(6), 2021. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks b5 and h10 have been updated with additional information received on (B)(6) 2021. Block b3: date of event was approximated to (B)(6), 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: medical device problem code a010402 captures the reportable event of stent dislodged. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a malignant stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2020. On (B)(6) 2020, post stent placement, the patient presented with elevated bilirubin; consequently, an external drain was placed. On (B)(6) 2020, the patient was brought in for a procedure to exchange the external drain; however, during the procedure, it was noted that the stent had moved proximal into the duct from the external drain manipulation. The patient was referred to a gastroenterologist to see if the stent could be repositioned distally. However, on (B)(6) 2021, during a percutaneous drain placement procedure, the physician was unable to gain position to attempt to reposition the stent due to patient's altered anatomy. Reportedly, the stent remains implanted and an external drain was left in place. There were no patient complications reported as a result of this event.